Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The tip was damaged. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, upon inflation at nominal pressure, the balloon ruptured. The balloon dilated enough before it ruptured and therefore the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, upon inflation at nominal pressure, the balloon ruptured. The balloon dilated enough before it ruptured and therefore the procedure was completed. No patient complications were reported and the patient's status was fine.